Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mrs. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 186 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 186mg/dl (B)(6) 2017 04:52 am fasting: yes; 183mg/dl (B)(6) 2017 05:07 am fasting: yes; 145mg/dl (B)(6) 2017 05:01 am fasting: yes; 282mg/dl (B)(6) 2017 04:59 pm fasting: no; 184mg/dl (B)(6) 2017 05:46 am fasting: yes. Memory concerns: 186, 183, 282, 184.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mrs. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 186 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is june 2017. The meter memory was reviewed for previous test result history: 186mg/dl 06/30/2017 04:52 am fasting: yes, 183mg/dl 06/29/2017 05:07 am fasting: yes, 145mg/dl 06/28/2017 05:01 am fasting: yes, 282mg/dl 06/26/2017 04:59 pm fasting: no, 184mg/dl 06/17/2017 05:46 am fasting: yes. Memory concerns: 186, 183, 282, 184.